Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a coil embolization before a tevar case, an unspecified microcatheter (mc) was delivered to the lesion and several coils were used. After that, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l14820) was being delivered but there was resistance felt between the microcatheter and the complaint coil. The complaint coil became kinked. It was replaced with another coil and the procedure was completed. Additional information received indicated that no excessive force was applied to the device. No additional information is available. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device l14820 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿¿detachable coil delivery system (dcs) - resistance/friction-during advancement with no loss of cerebral target position¿ and ¿coil - kinked/bent-in patient¿ could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The instructions for use (IFU) caution that if unusual friction is still noticed during advancement or retraction of the coil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire catheter system and examine for damage. Replace it with a new system. If friction still exists, withdraw and examine the delivery catheter system. Assignment of root cause for the events remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation/interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. The kinking of a coil can be caused by the application of excessive force to a device while trying to advance against resistance. The reported coil kink might have been caused by the resistance encountered as noted in the event description. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a coil embolization before a tevar case, an unspecified microcatheter (mc) was delivered to the lesion and several coils were used. After that, a 1.5mm x 4cm galaxy g3 mini coil (glm915040, l14820) was being delivered but there was resistance felt between the microcatheter and the complaint coil. The complaint coil became kinked. It was replaced with another coil and the procedure was completed. Additional information received indicated that no excessive force was applied to the device. No additional information is available.